Event description:
It was reported that a m.blue (part # fx802t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the system was believed to be operated in under-drainage. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 32 months. Height: 91 centimeters (cm). Weight: 14 kilogams (kg). Gender: male.

Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the m.blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is not operating within the acceptable tolerance in either position. Internal inspection: after dismantling of the valve, deposits were found in the m.blue. Results: based on our investigation results, at the time of our investigation we can see a slowed down discharge in the horizontal position and an accelerated discharge in the vertical position of the valve. The cause of this can be attributed to the deposits found. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.